Event description:
It was reported that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) pacing lead impedance measurements have decreased to 200 ohms (low-out-of-range). There was no noise seen on the electrogram (egm) and all other measurements were stable. Boston scientific technical services reviewed the data and recommended isometric testing, pocket manipulation and set patient up on remote monitoring. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.